Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a posterior and anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Md ref#: 9651742-2012-00123 (avaulta anterior system). Note: this report corresponds with bard's report# (B)(4) for an "avaulta posterior."